Manufacturer narrative:
The field service engineer found there was a problem with the bath degasser and replaced it. The customer ran calibrations and qc with no issues. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable ast aspartate aminotransferase result from the cobas 8000 c702 module. The initial result was 32 u/l and the repeat results from another analyzer were 16 u/l and 18 u/l. The questionable result was not reported outside of the laboratory. The repeat results were believed to be correct. The reagent lot number was 52962601 with an expiration date of 30-apr-2022.